Event description:
It was reported that pacing lead impedances was out of range. The impedance had increased since (B) (6) 2009. The physician suspects a lead problem; hence, the pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.